Event description:
It was reported that following the implantation of an elevate anterior the patient was seen for a routine post-op exam which "revealed a portion (1.5-2cm) of right apical arm exposed" which was "removed using scissors." The patient was "not symptomatic." No additional patient complications have been reported in relation to this event.